Event description:
Hologic field applications specialist (fas) reported on behalf of customer two discrepant sars-cov-2 pcr samples in (B)(4) using assay lot 270428 on panther fusion instrument sn (B)(4). One sample had tested positive previously and tested negative with the wl in question, and another had tested inconclusive previously and tested negative on retest. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients as the wl in question was a verification run.

Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas)reviewed the logs and determined the issue was likely due to sample handling. The customer understood and was satisfied with the assay performance. No further actions were required. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.